Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated and did not elicit audible magnet tones. ------------------------------------------------------------------------